Event description:
A journal article was reviewed which contained information regarding this lead. During the implantation of the lead, the lead was successfully implanted however the site was considered unacceptable due to phrenic nerve stimulation despite programming. There was also a report of high pacing thresholds. The leads were replaced. Further no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: novel active fixation mechanism permits precise placement of a left ventricular lead: early results from a multicenter clinical study. Heart rhythm. 2014;11(7):1150-1155. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).